Event description:
The facility's rep reported an infusion pump with an 812:02 failure code. The facility's rep stated that it was unknown if there have been any reports of any pt incident involving the pump since the last baxter service event. It was unknown if the failure occurred during pt use or biomed testing. Add'l contact info was requested but not provided.